Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a distal to proximal left anterior descending (lad) artery stenting procedure, a non-abbott stent was placed in the mid lad and three xience stents were placed in the proximal lad. Reportedly, after the successful stent implantations, as a non-abbott balloon was being advanced over a balance middleweight (bmw) guide wire resistance was felt and a perforation occurred in the mid lad. The non-abbott balloon was removed and the bmw remained in place for the remainder of the procedure without issues. A graftmaster stent delivery system was advanced to cover the perforation, but the graftmaster would not cross an implanted stent to cover the perforation. As the graftmaster sds was attempting to cross, the perforation sealed on its own without intervention and the graftmaster sds was removed without issue. A pericardiocentesis draining 2 1/2 l of blood and the patient received a blood transfusion with 3 pints of blood. The patient was monitored in the hospital for 2 days and discharged home in stable condition. There was no clinically significant delay in the procedure caused by the graftmaster sds not crossing and no patient sequela reported. There was no additional information provided.